Event description:
It was reported that the infusion set was leaking at the headset. The infusion set was discarded; therefore, no product could be requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device not available for return.